Event description:
It was reported by the user facility, that a patient presented with a prevotella infection following an extraction procedure using the core impaction drill. The doctor created an incision and drained the fluid. During follow up visit on (B)(6) 2015 the patient reported pain in both sides of jaw and headaches. The area showed a milky fluid that was cleaned out with irrigation. On (B)(6) 2015 the patient's infection area was drained.

Event description:
It was reported by the user facility, that a patient presented with a prevotella infection following an extraction procedure using the core impaction drill. The doctor created an incision and drained the fluid. During follow up visit on (B)(6) 2015, the patient reported pain in both sides of jaw and headaches. The area showed a milky fluid that was cleaned out with irrigation. On (B)(6) 2015, the patient's infection area was drained.

Manufacturer narrative:
The failure was not confirmed as the serial number was not provided. A chemical analysis of samples taken from similar devices from the account did not reveal any contamination per chemical analysis. The results of the analysis did not find any contamination that matched known examples found that would contribute to the failure. The cleaning practices at the account did not conform to instructions for use. Unknown serial number.